Event description:
It was reported that the device was used during a thoracic procedure. It was reported by the rep that the ez45g instrument had trouble being loaded and reloaded and misfires occurred. The nurse felt that the reloads did not fit entirely in the instrument. The instrument did not fire on several occasions. A cracking noise was detected. There was no pt consequence. 4/9/99 rep responded and stated that a total of 4 reloads were tried and further stated that the instrument had a loose anvil.